Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the reload did not staple properly. Unknown how case was completed. There were no adverse consequences for the patient.